Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 implantable pulse generator (ipg), implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented complaining of chest wall pain during ventricular pacing threshold testing. Intra-operative interrogation revealed normal limits. High output pacing performed on the ventricular lead reproduced the same discomfort. A micro-perforation is suspected. The rv lead was repositioned form a distal septal position to an apical position. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.